Manufacturer narrative:
Fields were updated. Please refer to the attached report.

Event description:
Reportedly, in several cases, the pdf printout of an devices was corrupted.

Event description:
Reportedly, in several cases, the pdf printout of an devices was corrupted.